Manufacturer narrative:
Device passed displacement test and basic occlusion test. Unit failed prime/a33 test at 3.5lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verify a33 alarm due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer reported that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.